Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon receipt at medtronic's quality laboratory, the leaflets were fully mobile. The sewing cuff had four blood marks where the four sutures were placed, beginning at one guideline. During the sewing ring examination, a broken suture was found at the flange and a broken manufacturing stitch was buried in the flange/fabric. Both areas were near blood marks where implant sutures had been placed. The stitching at the sewing flange cuff was correctly sewn, but was open upon device return. There was no evidence of stitching rework. All stitches appeared to have the correct tension. Additional analysis showed that the first three suture holes appear to be toward the outer half of the sewing ring as recommended in the instructions for use (IFU); however, the fourth suture appears to be on the flange stitch line. (The IFU includes a warning that states: "when securing the valve in place, suture needles should be passed through the outer half of the sewing cuff and suture ends should be cut short after the knots are tied. It is suggested that only taper point needles be used for suturing the cuff as taper cut or other cutting needles may cut the cuff fibers.") Although the cause of the broken stitch could not be conclusively determined, it is likely that the stitch was cut with the cutting needle due to going too deep into the cuff during placement of the fourth suture, as the broken stitching was not observed until the placement of the fourth suture. Also, as the valve stitching is knotted at every quarter, the cuff will separate for one quarter of the circumference of the cuff and then stop at the knot if the stitching is cut or broken. (B)(6). (B)(4).

Event description:
Medtronic received information that after four sutures were passed during the implant of this mechanical heart valve, it was noted that the sewing cuff was detached from the valve housing. It was reported that a needle with a cutting tip and atraumatic cylindrical body was used. This valve was not implanted, and another mechanical valve was implanted with no adverse patient effects.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Device return has been requested. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.